Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery for reasons that are not available at the time of this report. The patient received a cement spacer.

Manufacturer narrative:
The reported event could not be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿device explanted, cement spacer in place. Most likely because of infection. Insufficient clinical information to make definitive assessment.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. According to the medical assessment performed by the hcp, it was identified that there is a girdle-stone situation visible in the CT scan and hence infection can be the likely cause for the removal of the implant, but there is insufficient clinical information to make definitive assessment. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery for reasons that are not available at the time of this report. The patient received a cement spacer.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.